Event description:
Facility reported: "hi-lo cuff was hard to inflate and deflate. This happened with 4 or 5 tubes. Only the most recent is available for return. The tube was not used. Not sure if the other tubes they had problems with were the same lot number as the tube available for return."